Event description:
The complainant reported the patient was on impella cp support due to anterior/lateral st-elevation myocardial infarction (stemi). While on support, slight oozing was noted at the groin. Heparin was held. Additionally, hemolysis was noted in foley. An echocardiogram was done and impella position appeared within limits. The doctor pulled impella back to 87cm and increased p level to p8 however hemolysis continued. A new impella was placed after patient pulled his prior impella out. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations assess access site for bleeding and hematoma. Section: entering cardiac output use of the repositioning sheath and peel-away introducer remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it. Impella catheter too far into the left ventricle obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine. Section: hemolysis hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis. Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis. Section: suction suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.

Manufacturer narrative:
The investigation for the hemolysis, access site bleed, and positioning issue has been completed. Product and data logs were not returned for review. Based on clinical description, the root cause of positioning issue was due to patient pulled the pump out by himself. The root cause of access site bleeding was most likely due to anticoagulation management related. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.